Manufacturer narrative:
Product investigation completed. Product analysis confirmed the reported events related to the fluid loss and a mechanical issue. The cylinders were visually inspected and functionally tested. A leak was identified in cylinder 2 attributed to fatigue. There was a hole in the outer tube attributed to wear at a fold with avulsion. Broken fabric threads were present. The momentary squeeze (ms) pump was visually inspected. The kink resistant tubing was worn to the filament, but no leaks were identified. The pump was unable to be functionally tested due to contamination. The identification fluid leak is also the probable cause of the reported mechanical issue, as device would not be functional after the system fluid was lost. The product analysis confirmed the fluid loss allegation and mechanical issue. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced mechanical issues leading to the procedure. The cause of the implant not working correctly was unknown. The patient did not experience any adverse events and was said to be good following the procedure. No more information available at the moment. Should additional information become available, it will be provided. Additional information received indicated that the patient experienced fluid loss with the ipp.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reasons. During the procedure the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. It was further reported that the patient experienced mechanical issues leading to the procedure. The cause of the implant not working correctly was unknown. The patient did not experience any adverse events and was said to be good following the procedure. No more information available at the moment. Should additional information become available, it will be provided.